Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a procedure. The visual inspection of the staple guide noted the instrument was fully applied. The clinical anvil was not received. The safety functioned properly but the instrument would not unclamp completely upon turning the wing nut. It was identified that the insert, shell eea was not attached to the cartridge shell. However, the shell hole in which the insert should have been inserted had thread marks, evidence that the insert was present at some point. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. However, the investigation detected a secondary condition of the instrument not unclamping completely that has no relationship to the reported incident. No possible root cause could be reliably determined for the secondary condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was not re-sterilized prior to this incident. The complaint product was used on a patient. The person injured or jeopardized. The surgery time was not extended by more than 30 minutes. There was no re-operation necessary. There was no blood loss of more than 500c. Extension of the incision was not more than 1 inch. There was no unanticipated tissue loss or irreversible damage. No portion of the device or tack fall into the patient cavity.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an anterior resection, the device did not perform properly. It was reported that the device only partially fired cutting the rectum and not the colon and no staples were expelled from the device. A second device was used to complete the procedure.